Event description:
The medical affairs specialist (mas) has reviewed the customer care advocate (cca) documentation. The patient stated that the subject meter was "all tore up" which reportedly occurred last year (2007), and as a result she threw the subject meter away. The patient reportedly could not remember what was really wrong with the subject meter. The patient reportedly received assistance from the health care provider and was told to get a new meter to use with her medtronic pump. She then reportedly started using the breeze, which is also not working correctly per customer. The patient took 4 units of novolog as self-treatment. There is no evidence that the patient experienced any symptoms due to the reported issue. However, this complaint is being reported due to an unresolved unknown issue.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them, and inform FDA of product(s) that do not pass inspection in a supplemental report.